Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The patient presented with anterior st- elevation myocardial infarction. Vascular access was obtained via the femoral artery. The left anterior descending artery was totally occluded and the target lesion was located in the 85% stenosed, 3mm x 20mm, calcified left circumflex artery (lcx). A 3.00x20mm promus element plus was advanced for treatment. However, it was noted that the mid shaft of the device got fractured despite with good support of body wiring and distal balloon support. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported. Device evaluated b MFR.: a visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 249 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The patient presented with anterior st- elevation myocardial infarction. Vascular access was obtained via the femoral artery. The left anterior descending artery was totally occluded and the target lesion was located in the 85% stenosed, 3mm x 20mm, calcified left circumflex artery (lcx). A 3.00x20mm promus element plus was advanced for treatment. However, it was noted that the mid shaft of the device got fractured despite with good support of body wiring and distal balloon support. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.